Event description:
It was reported that the patient had an advance sling implanted and the device "failed". The patient experienced worsened recurring incontinence and was implanted with an alternative continence device on (B)(6) 2015. There were no further patient complications reported as a result of this event.